Manufacturer narrative:
Other, other text: one device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal bubbled. No evidence was found in the event history logs. Functional testing was performed and all accuracy testing failed; the reported issue was able to be replicated. The root cause was determined to be a defective and inoperable expulsor; the expulsor was out of mechanical specifications. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device failed volume accuracy test. No patient injury/involvement reported.